Manufacturer narrative:
The device was returned with the pump's catheter severed, therefore, we could not perform simulated use testing of the device. Visual inspection found no abnormalities with the device related to the reported issues. Based on our analysis of the clinical account, we feel the root cause of the reported issues is related to improper technique/positioning.

Manufacturer narrative:
The device was received and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age presenting with acute myocardial infarction and cardiogenic shock. After approximately 9 days of impella support, the patient exhibited signs of hemolysis via increased lactate dehydrogenase levels. The patient's hemoglobin dropped and kidney function was impacted. As treatment, the pump was removed and replaced with an intra-aortic balloon pump. Additionally, multiple units of blood product were transfused and the patient was placed on continuous renal replacement therapy. Mitral regurgitation from a ruptured chordae was noted and suspected as a result of positioning issues with the impella. As treatment, a mitraclip procedure was completed. The device was removed and the patient received multiple units of blood products as a result.